Event description:
Initial results for a patient gentamicin were 19.3 and 34.3 ug/ml. When repeated with fresh reagent, the result was 6.9 ug/ml. The incorrect results were not used to guide therapy. The field service representative found bias caused by carryover from another manufacturer's reagent. The bias was corrected by installing additional washes.